Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as this s-ICD sent a battery depletion (bd) error. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as this s-ICD sent a battery depletion (bd) error. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. It was reported that this device was subsequently explanted and successfully replaced with another boston scientific s-ICD. The device is expected to be returned for evaluation. No additional adverse patient effects were reported. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided. The s-ICD was returned to boston scientific and product investigation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as this s-ICD sent a battery depletion (bd) error. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. It was reported that this device was subsequently explanted and successfully replaced with another boston scientific s-ICD. The device is expected to be returned for evaluation. No additional adverse patient effects were reported. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.